Event description:
The customer reported that the system intermittently displayed a communication error and lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wiring harness was evaluated and replaced. The system was tested and found to be working as intended and returned to service.